Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Pt had original surgery (B)(6) 2015, t10-pelvis, including tlif. Revision required due to instability at l5/s1. A set screw had completely loosened and there was micro-movement between the screw and vertebral body at l5/s1. There was some query if the patient had an infection present near the fusion but as the surgeon stated, no obvious pus seen. A pedicle / wound swab was taken for pathology. The screw at l5 - (r) was removed (7x50mm) and then both screws at s1 (7x50mm x 2). The s1 screw on (l) was replaced with 8x50mm. The lateral connector on (r) was replaced. The surgeon feels that there is an ongoing issue with the lateral connectors and the set screw backing out. He feels the design has changed. X ray available. Patient information: age: (B)(6) bod: (B)(6)1941, gender: male. No adverse event. No delay in surgery.